Event description:
Inbound. One of cadd cassettes steady beeping when placed on pumps x2, then no disposable clamp tubing when try to start the pump. This cassette was placed last night. Another prefilled remo cassette steady beeping then no disposable clamp tubing one hour into use, unable to resolve using both cadd pumps. No further details provided.